Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the customer's insulin pump did not properly deliver his son's breakfast bolus; the insulin pump only delivered 2.9 units and the device did not alarm. When the patient arrived to school his blood glucose was 600 mg/dl. The alarm history was reviewed and a no delivery alarm was identified. The no delivery alarm was resolved by changing the infusion set and reservoir. The infusion set cannula used during the hyperglycemic event was bent. Troubleshooting was declined for the high blood glucose. The patient had been working with a nurse and adjusting his basal and bolus rates. The reservoir and infusion set were returned and replaced.